Event description:
In 2000, a patient underwent successful repair of an abdominal aortic aneurysm using the gore excluder bifurcated endoprosthesis. Follow up CT studies demonstrated aneurysm enlargement, which the physician attributed to endotension. In 2006, a second endovascular procedure was performed to reline the original graft. The patient is reported to be doing well post operatively.

Manufacturer narrative:
Please note: this event also involves pc-14-14-00.